Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2013, and the patient was reimplanted with another device during the same surgery. This report is filed november 22, 2013.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device; however, the issue could not be resolved. Explant and reimplantation is planned but has not taken place at the time of this report (B)(4) 2013.

Manufacturer narrative:
This report is filed february 25, 2014.

Manufacturer narrative:
(B)(4). Implanted device remains.